Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The reporter stated the pt has dementia and was moving constantly throughout the procedure. The surgeon inserted the lens into the right eye and while he was still in the eye the pt moved, the pt was under sedation. Pt had a choroidal hemorrhage and there was vitreous loss. The surgeon enlarged the incision and removed the lens. No other lens was implanted at the time. The wound was sutured. The surgeon was not able to perform a vitrectomy. The physician referred the pt to a retina specialist. Reporter stated the cause of this event was due to pt condition and was not lens related.

Manufacturer narrative:
(B)(4). Eval results: a visual inspection of the returned product found the lens optic torn at the haptic junction. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to pt related condition and the pt moving. The cause of this event was not lens related. (B)(4).